Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on when opening the lid. The device not turning on automatically when the lid is opened can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue was determined to be an intermittent lid switch issue, designator sw5. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not powering on when opening the lid. The device not turning on automatically when the lid is opened can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.